Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrial fibrillation (af) ablation procedure the right atrial (ra) lead was dislodged. The lead was re positioned and remains in use. No patient complications have been reported as a result of this event.